Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was kinked likely due to handling. The polytetrafluoroethylene (ptfe) coating was found to be slightly scrapped at kinked section at the proximal end of the wire. During functional evaluation, the guidewire was attached to a torque device and one to one torque was checked, and not smooth torquing was experienced due to kinks and bends on the guidewire. The guidewire hydrophilic coating was examined; the coating was present on the guidewire and met visual specifications. No other anomalies were found. Information available indicated that there were no issues observed to the packing prior to unpacking and that the guidewire kinked upon removal from the hoop dispenser. Based on analysis of the device and information available, and assignable cause of handling was assigned to the ptfe peeling observed.

Event description:
Analysis of the returned device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was scraped. There was no patient involvement.